Manufacturer narrative:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to a ups failure. The customer will purchase a replacement ups to resolve the issue. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to a ups failure.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the ups was beeping and caused the cns-6201a, pu-621ra sn:(B)(4) to reboot. Service requested/performed: troubleshooting/assistance. Customer to contact the manufacturer to purchase a new ups. Investigation result: the root cause of the cns rebooting issue and loud noise was determined to be a defective ups. This product is manufactured by ametek powervar, which is not a part of nk. Per manufacturer's manual, the batteries are designed to last from 2-5 years but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the upm operates. From the product information provided in the ticket, the cns has been in service since 2011 and it is unclear if the customer was regularly replacing the ups or performing maintenance checks. The cns was operating within specifications. The device was not in use with a patient and there was no reported harm.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, earla williams at perry county memorial hospital reported the ups was beeping and caused the cns-6201a, pu-621ra sn:29 to reboot. Customer could not provide further information. Service requested: ups exchange. Service performed: ups exchange. Investigation conclusion the cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. Details regarding the setup, regular maintenance of ups are not available. Thus, the root cause of ups failure could not be determined. A fishbone diagram generated to determine possible causes of ups failure. Please see attached file: "fish bone - ups.docx". Additional information: b4. Date of this reporte e1. Email f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9

Event description:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to a ups failure.